Event description:
Note: this manufacturer report pertains to the second of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2011-00576 for a description of the first device. It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2011 (patient weight is unknown). According to the complainant, two fluid loss alarms were received during the ablation. The physician reapplied the tenaculums in an attempt to stop a slow leak at the cervix. At approximately four minutes into the ablation, the third fluid loss alarm was received, and the system automatically shut down. No burns were sustained. It was reported that the patient had an overly patuluous cervix which required no dilation. The physician felt the patient received an adequate endometrial ablation at the conclusion of the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'doing well.'

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.